Event description:
While retracting the sgw atw wire from the patient's body, the wire was "cut in its shaft, while the rest of the wire was pulled out of the guiding catheter." Part of the wire was left within the patient. The most proximal part started at the proximal left anterior descending (lad) and the most distal part was at the sight of the total occlusion. Surgical consultation was immediately sought and the patient was transferred to ccu for further management.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.